Manufacturer narrative:
The customer reported that this central nurse's station (cns) is intermittently boot looping. According to the customer, the unit will randomly go into a boot loop and displays an error message. The customer will provide the logs for review. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided.

Event description:
The customer reported that this central nurse's station (cns) is intermittently boot looping. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) is intermittently boot looping. According to the customer, the unit will randomly go into a boot loop and displays an error message. The customer will provide the logs for review. There was no patient injury reported. Investigation summary: the customer reported the same boot looping issue for the same device in the following tickets: (B)(4) and for this ticket (B)(4). The device was returned under ticket (B)(4). The reported issue was confirmed based on log reviews and evaluation of the device (completed under ticket (B)(4). The hdds failed and required replacement. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/21/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 01/29/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 02/04/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report. D9 is this device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) is intermittently boot looping. There was no patient injury reported.